Manufacturer narrative:
Age at time of event: 18 years or older. Device analysis by MFR: the returned device consisted of an eluvia self-expanding stent system. Visual examination revealed a kink to the outer sheath at the nosecone. Microscopic examination revealed no additional damages. A test guidewire was inserted into the device and was able to pass through. Some resistance was noted at the nosecone. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that the device became entrapped on the guidewire. A 7 x 80 x 130 cm eluvia drug-eluting vascular stent was selected to be implanted in the 90% stenosed right superficial femoral artery (sfa). The lesion in the right sfa was characterized as a long segment stenosis and the tortuosity and calcification were moderate. Vascular access to the right sfa was obtained via a contralateral approach through the left femoral artery up and over the bifurcation using non-bsc introducer sheath. A non-bsc guidewire was used to advance over the bifurcation and through the lesion with a non-bsc guide catheter. Intravascular ultrasound with a non-bsc imaging catheter was used to observe the lesion area. Pre-dilation was performed using a non-bsc balloon. An eluvia stent was then successfully placed in the distal side of the lesion. Another eluvia was then attempted to be implanted in the proximal side of the lesion. Resistance was encountered during delivery, and the 0.035" non-bsc guidewire would not come out of from the distal end of the stent handle. The device was stuck on the guidewire and could not be advanced to the lesion. The device and guidewire were removed together from the patient. A new eluvia stent was selected for use and successfully implanted with no issues. The procedure was completed and no adverse effects for the patient were reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the device became entrapped on the guidewire. A 7 x 80 x 130 cm eluvia drug-eluting vascular stent was selected to be implanted in the 90% stenosed right superficial femoral artery (sfa). The lesion in the right sfa was characterized as a long segment stenosis and the tortuosity and calcification were moderate. Vascular access to the right sfa was obtained via a contralateral approach through the left femoral artery up and over the bifurcation using non-bsc introducer sheath. A non-bsc guidewire was used to advance over the bifurcation and through the lesion with a non-bsc guide catheter. Intravascular ultrasound with a non-bsc imaging catheter was used to observe the lesion area. Pre-dilation was performed using a non-bsc balloon. An eluvia stent was then successfully placed in the distal side of the lesion. Another eluvia was then attempted to be implanted in the proximal side of the lesion. Resistance was encountered during delivery, and the 0.035" non-bsc guidewire would not come out of from the distal end of the stent handle. The device was stuck on the guidewire and could not be advanced to the lesion. The device and guidewire were removed together from the patient. A new eluvia stent was selected for use and successfully implanted with no issues. The procedure was completed and no adverse effects for the patient were reported.